Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and was unable to duplicate the alleged malfunction. The iabp passed all calibration, functional and safety tests that were performed. It was then returned to the customer and cleared for clinical use.

Event description:
It was reported that, during initiation of therapy on a patient, the cardiosave intra-aortic balloon pump alarmed autofill failure. Connections were reportedly tight, the helium tank was open, iab had no visible kinks, and correct helium extender tubing was verified. The customer was never able to initiate therapy despite changing out the iabp and iab. The patient was transferred to another facility where they were able to initiate therapy. No patient injury, harm or adverse event was reported.